Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Serial # : (B)(4) catalog # : 1650de exp. Date: 03/31/2017 mfg. Date: 03/31/2016 (B)(4). Serial # : (B)(4) catalog # : 1650de exp. Date: 05/31/2017 mfg. Date: 05/31/2016 (B)(4). Serial # : (B)(4) catalog # : 1650de exp. Date: 03/31/2017 mfg. Date: 03/31/2016 (B)(4). Serial # : (B)(4) catalog # : 1650de exp. Date: 03/31/2017 mfg. Date: 03/31/2016 (B)(4). Serial # : (B)(4) catalog # : 1650de exp. Date: 03/31/2017 mfg. Date: 03/31/2016 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the power sources are switching from one port to the other earlier than expected. Batteries were taken out of service and exchanged. It was stated that there were no consequences to the patient. No additional information available.

Manufacturer narrative:
The reported premature switching events were confirmed on the returned batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller ((B)(4)) involved in the event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed multiple premature switching events triggered by (B)(4). These premature switching events were most likely triggered by momentary disconnections between the batteries and the controller. Log file analysis revealed that (B)(4) did not participate in any of the power switching events. Analysis revealed that the devices passed visual examination and functional testing.  The most likely root cause of the reported event can be attributed to momentary disconnections between batteries and controllers. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Serial # : (B)(4). Method: visual inspection; analysis of data log(s); , interoperability evaluation; actual device evaluated. Interoperability problem. Conclusion: quality system deficiency. Serial # : (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. Serial # : (B)(4) - UDI (B)(4) method: visual inspection; analysis of data log(s); interoperability evaluation;; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. Serial # : (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: no failure detected. Conclusion: operated within specification. Serial # : (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation ; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.